Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was 193 mg/dl at the time of the incident. It was reported that the buttons needed to be pressed hard but it other times they work fine. It was reported that this anomaly happened everyday and that they were also not pressing rapidly on the buttons. There was no indication of the insulin pump being dropped or exposed to moisture. During troubleshooting, if was discovered that there was a battery cap issue, and it was indicated that a new battery cap will be sent. There was no indication of the keypad anomaly being resolved during the call. The insulin pump will not be returned for analysis.